Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one cs 064-0001 alarms with high force was observed in the black box due to occlusion during prime on the reported failure date of (B)(4) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump booted to the verify screen with dim pink contrast. The display lens was scratched.